Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, post-paced t-wave oversensing (pptwos) was noted. The device was reprogrammed to resolve the event. During remote follow-up, additional episodes of pptwos were noted. Technical support was contacted and suggested reprogramming the device to resolve the event. Device reprogramming is anticipated to be performed at follow-up. The patient experienced no adverse consequences.